Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had experienced ongoing, intermittent high blood glucose (bg) levels (200s mg/dl). The customer stated that food was consumed and he did not bolus for it causing the bg level to elevate. A correction bolus was delivered to address the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.